Manufacturer narrative:
The insulin pump was received with no blank display, no off no power anomaly and no low battery alert noted. All operating currents are within specifications. The insulin pump passed self test and displacement test. However, the insulin pump was received with cracked battery tube threads, cracked reservoir tube lip, minor scratched lcd window, cracked case at the display window corners and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that insulin pump shut off four times even with new batteries and did not receive a "low battery" alert prior. After troubleshooting, customer was advised that insulin pump would need to be replaced.